Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the heartstart xl was displaying a service required message. There is no indication of patient involvement.

Manufacturer narrative:
(B)(4).